Event description:
It was reported that the right ventricular (rv) lead alerted for high/undefined impedance on the rv coil and superior vena cava (svc) coil. The lead had varying defibrillator impedance. The lead was suspect of a fracture. The lead was programmed off until it could be revised. The lead was capped and a new lead was implanted. It was further reported that the right ventricular (rv) coil portion of the lead had been suspected to be fractured. It was later reported by the patient that after the implantable cardioverter defibrillator (ICD) was implanted, "they found a mass around the device" and stated they "had to have radiation". The patient also stated "the alarm went off for two days", and then the patient "died". The patient then stated that they "have a lead wire floating around" their heart, and when they had to "open [the patient] up to remove [the] mass, it got exposed to air and now the cancer has spread". The patient then stated that when "they disconnected the lead they got blood in it, and now that's a problem". The ICD was previously removed and replaced when the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was received for analysis. Returned product analysis was performed, and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.